Event description:
Patient came to doctor with pain and "popping". Surgeon noticed patella was loose, the peg had sheared, and the plastic had worn and deliminated. Pieces of metal had gotten imbedded in the black poly articular surface and ruined both the surface and femoral component. The old components were removed, and the following implants were used as replacmentsdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was destroyed/disposed of.